Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. There may be a difference of recognition of handling of the device and reprocessing method between what was recommended by olympus and the recognition of the subject facility. The subject event can be detected and prevented by implementing in accordance with the below instructions for use (IFU): chapter 8 cleaning and disinfection equipment [warning] if an endoscope that has not been thoroughly manually cleaned is placed into the endoscope reprocessor, debris attached to the endoscope may impair the cleaning and disinfection capabilities of the reprocessor, and the endoscope can pose an infection-control risk to the patient and/or operators who perform the next procedure with it. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the ultrasound gastrovideoscope had been reprocessed with a reprocessor that was later found to have a sticky white substance on the top cover. The scope was then used for subsequent examinations. There were no reports of patient harm.